Event description:
Related manufacturer reference number: 2017865-2023-02464. Related manufacturer reference number: 2017865-2023-02466. It was reported that the patient presented in the clinic experiencing irritation at the pacemaker pocket. It was noted that the pacemaker was eroded through the pacemaker pocket and endocarditis was discovered. The entire pacemaker system was explanted due to infection and erosion. The patient's condition was stable.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the distal portion of the lead was returned in one piece measuring 44.8 cm for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found two full breached outer insulation degradations proximal to the ring electrode which located at 11.8 cm to 20.2 cm from the distal tip and 21.1 cm from the distal tip. All other damage noted is consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.